Event description:
Reporter alleged the blood glucose monitoring device generated a reading outside the reading range of the meter. It was stated the meter read 698 mg/dl. Customer stated they were unable to obtain any other result on the meter due to each time afterwards when trying to apply blood to a new test strip, and error appeared. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.